Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery was performed. Pain, loss of mobility, joint instability, popping of hip joint, pain with sitting and standing, inflammation, soreness around implant, and loosening reported.